Event description:
It was reported to conmed that, "the clip applier didn't seem to clip well onto the vessels, and at times fell off after clipping, but at the end of the case they all seemed attached ok. Less than 2 hrs later the patient had to be brought back to theatre as they had internal haemorrhaging". Conmed is being returned lot samples of the device associated with the incident. It was reported details of injury: taken back into theatre for another procedure. On going back in, some clips were found to be loose in the abdomen. Another 530 was opened and used to stop the bleeding.

Manufacturer narrative:
Lot samples of the device involved in the incident are being returned to conmed corporation for evaluation; however, the devices have not yet been received to date. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted.

Manufacturer narrative:
The reflex elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. All fired clip eye gap measurements passed in this lot history record review. Three (3) unused lot sample, 530 devices were returned for evaluation. The devices were evaluated by the manufacturing engineer and manufacturing quality engineer for this product. All devices had twenty (20) clips remaining in their cartridges. All of the clips were fired successfully from all three (3) devices and were properly formed - verified by the engineers. The width of the jaws of each device measured at the tip (jaw gap) measured within specifications with a calibrated pin gage set. A sample of fired clips had their eye gap measured using a microscope and all the examined clips were within specifications. Results of the functional testing of the returned devices and visual inspection was unable to replicate and unable to confirm the complaint. By not fully squeezing the trigger of the clip applier device, conmed was able to demonstrate incomplete closure of the clips as experienced in the reported incident. This type of failure is mitigated by functional testing and visual inspection in manufacturing production. During production on every device, the first clip is fired and inspected for poor closure and for possible scissoring of the clip. The second clip is fired and measured to verify proper width, as well as the resulting eye gap is measured with a microscope. The dfu, directions for use, also mitigates the associated risk by instructing to , "squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possible compromise hemostasis." The dfu also cautions the end-user to, "inspect the ligation site to ensure proper application and that hemostasis has been achieved." Evaluation of the returned devices did not confirm the reported failure or device defect. Conmed was unable to replicate the reported failure mode. The probable root cause of this reported failure mode is incomplete closure of the trigger of the device, i.e., not firmly / fully squeezing the trigger. This complaint investigation has not conclusively identified any manufacturing related defects; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed. Original discarded lot samples returned.